Event description:
Event = syncopal event associated with an event of ventricular tachycardia, facial laceration (secondary to syncopal event.) Subject reported event occcurring approx 2200 in 2001. Subject was sitting in a chair watching a race with tv with neighbors at time of event. Subject had 3 alcoholic beverages prior to event. Subject had no symptoms prior to event. Was told subject fell out of chair onto floor, hitting head. Subject had a loss of consciousness lasting approx 60 seconds. Subject was unaware of aicd had shocked and was taken to emergency dept. For treatment of facial laceration occurring with fall. The aicd had been evaluated per dft testing on and was functioning properly. The aicd was interrogated in the emergency dept. And demonstrated a run of ventricular tachycardia occurring at 2230 at a rate of 224 beats per minute. The aicd delivered an appropriate shock of 31 j., terminating run of vt. The laceration was treated with simple interrupted sutures and the subject was discharged from ed to home. Syncopal event felt to be resultant to run of vt. Facial laceration felt to be secondary to syncopal event. Can not be certain if syncopal event occurred at time of run of ventricular tachycardia or at time of delivery of shock from aicd. Event reported per guidelines of reporting for study subjects participating in madit ii clinical trial. Also reported to center for the madit ii trial and research subjects protection program irb.